Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during the c-section at the user facility, the coagulation activation alarm went off, and it was misinterpreted as a ground fault alarm. The user continued to use the pencil and as a result the mother had burns on her inner thighs which required treatment. No information was provided regarding the severity of the burn or the type of the treatment.

Manufacturer narrative:
H6: the quality investigation is complete. H6: the health impact code updated based on the provided information.

Event description:
No new information